Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient's subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a treated shock. The recorded rhythm showed variable morphologies, raising uncertainty whether the episode represented atrial tachycardia with aberrant conduction or ventricular tachycardia. Following therapy, the rate remained elevated. Technical services noted occasional undersensing related to signal behavior and sensing profile characteristics. It remains unclear whether the shock was appropriate or inappropriate, and electrophysiology review is required to determine rhythm classification. The electrode remains in service. No adverse patient impact was reported